Event description:
The marker band came off the snare catheter during a procedure and got stuck inside the pt's kidney. The snare was being used to retrieve a broken double "j" catheter out of a transplanted kidney. The doctor continued to use the catheter and completed the procedure without difficulty. The hospital completed a form FDA 3500a, but indicated they are not going to submit the report to the FDA. The device is being kept by the hospital. Initial reports indicate the doctor will attempt to remove the marker band at a later date. There was no pt harm or injury reported. A copy of the form FDA 3500a provided by the hospital indicate several unsuccessful attempts were made to retrieve the marker band. The customer has not provided any additional info about the pt condition or status of the marker band. We will make additional attempts to obtain more info from the customer. Additional info: the ensnare device with the assistance of the angle tip glidewire was used to extract the jj ureteral stent. In the process of attempting to snare the ureteral stent, a metallic ring which serves as the radiopaque marker at the tip of the ensnare catheter slid off into the renal pelvis. Following removal of the ureteral stent multiple enhanced attempts were made to snare this radiopaque marker, but all attempts were unsuccessful.

Manufacturer narrative:
Device eval conclusions: the suspect device is being kept by the hospital and they indicate they will not release it for eval/investigation. A follow-up report will be submitted when the eval is complete. Expiration date: 2/1/2013. (B)(6).